Manufacturer narrative:
Results: internal control board.

Event description:
It was reported by service report that the footboard lockout led lights would not work. The customer reported that they did not know if there was pt's involvement; however, no adverse consequences were reported.